Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history and system log files. The detailed investigation showed that the error described was due to a hardware problem. The system, which had been in operation for 18 years, suffered a failure of the real time computer (rtc). Therefore, x-ray release was no longer possible. After hardware replacement by the customer service engineer there were no further issues reported and the system works as intended. The spare parts consumption was checked and a possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis bc system. During an interventional procedure, the user reported a communication error and no x-ray release was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.